Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at the time of the valve-in-valve procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. No patient medical history or procedure information has been provided. However, if new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned via its implant patient registry that a 25mm mitral pericardial valve was failing requiring the patient to undergo a valve-in-valve procedure. The implant duration at the time of the procedure was approximately 13 years and 1 month. The 25mm mitral valve was implanted with a model 9300tfx size 26mm aortic bioprosthesis. Through follow up with the health care provider, it was learned this valve-in-valve procedure was due to severe stenosis of the mitral bioprosthesis. No additional patient information or medical information has been provided.